Manufacturer narrative:
Device return is not required. (B)(4). (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a cgm (dex 076) issue. It was reported that the sensor wire was detached from the sensor pod. The reporter indicated that the sensor wire was not broken off in the body. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because a device component is missing.